Manufacturer narrative:
This report is associated with (B)(4), ultra corega crema sin sabor. Ultra corega crema sin sabor is marketed as poligrip in the us.

Event description:
Thrombosis in the legs [thrombosis leg]. Clogged veins [venous thrombosis]. Spine problems [spinal disorder]. Not having the desired adhesion [device adhesion issue]. Case description: this case was reported by a consumer via call center representative and described the occurrence of thrombosis leg in a female patient who received gsk denture adhesive (formulation unknown) (ultra corega crema sin sabor) unknown for dental prosthesis user. On an unknown date, the patient started ultra corega crema sin sabor. On an unknown date, an unknown time after starting ultra corega crema sin sabor, the patient experienced thrombosis leg (serious criteria gsk medically significant), venous thrombosis (serious criteria clinically significant/intervention required), spinal disorder and device adhesion issue. On an unknown date, the outcome of the thrombosis leg, venous thrombosis and spinal disorder were not reported and the outcome of the device adhesion issue was unknown. It was unknown if the reporter considered the thrombosis leg, venous thrombosis, spinal disorder and device adhesion issue to be related to ultra corega crema sin sabor. Additional information: the action taken with ultra corega crema sin sabor was unknown. Consumer reported that she uses corega for 5 years and product was not having desired adhesion. It was found during the call that the prothesis was wide. Two months ago, she suffered from thrombosis in the legs and had to undergo surgery to unclog the veins. She attributes these conditions to emotional problems.